Event description:
A nurse from (B)(6) reported that while performing continuous veno-venous hemodialysis on a patient the observed a cloudy appearance had formed in the predilution line only (not observed in any other location). (B)(4) accusol were hanging at a time and all bags had been mixed. No medication was added via the aqualine (apart from heparin via the syringe driver). The treatment was stopped. There was no patient injury or medical intervention reported.

Manufacturer narrative:
The sample is not available at this time. The root cause for this reported event is undetermined, should additional information become available, a follow up MDR will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project.